Event description:
Medtronic received information through literature review of "stent placement for flow restoration in acute ischemic stroke: a single-center experience with the solitaire stent system" it was reported that 18 patients were treated with solitaire. There were no procedure related complications per article. 3 of the 8 patients were reported to have suffered a hemorrhage after successful recanalization. 1 of these hemorrhages was seen immediately on the post interventional CT (computed tomography) scan. The bleeding was located in the left lentiform nucleus. This patient received tirofiban, IV (intravenous) and ia (intra-arterial) t-pa (tissue plasminogen activator), aspirin, and clopidogrel. It was also reported that a permanent stent was placed. 10 hours later, CT scan was taken as the patient¿s condition was clinically declining. CT scan revealed a massive hemorrhage at the lentiform nucleus. It was reported that the hematoma was not removed and the patient was discharged one month later with mrs (modified rankin scale) of 5. Another one of the patients with hemorrhage was seen on CT scan taken 1 hour after procedure revealed a hemorrhage at lentiform nucleus. The patient had developed right sided infarction in the right mca (middle cerebral artery). No other specific details were provided to what caused or contributed to the serious injuries. The information was received from the same article as MDR# 2029214-2015-00739

Manufacturer narrative:
The report was created to capture the post procedure complications that were found in the article: stampfl s, hartmann m, ringleb p.a., stent placement for flow restoration in acute ischemic stroke: a single-center experience with the solitaire stent system. Ajnr am j neuroradiol, aug 2011; 32:1245¿ 48. The device involved in the event has not been returned for evaluation and no correspondence has been received regarding return of the device. The lot history record review was not possible as the lot number was not reported. Reference (B)(4).